Manufacturer narrative:
Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that when opening the package during an operation, the customer found that needle and thread was already detached.

Manufacturer narrative:
Analysis and results: according to the information received there are three possible batches: 115291, 115431 and 115473. There are no previous complaints of any of the three batches nor units in stock in b. Braun surgical warehouse. (B)(4) units were manufactured of batch 115291. (B)(4) units were manufactured of batch 115431 and (B)(4) units were manufactured of batch 115473. We have received an open and unused sample with the needle detached from the thread and the thread still wound on the pack. The aluminum part with the printed data (batch, reference, expiry date) is missing and in consequence the involved batch cannot be determined. Although we received the involved unit, without batch number not closed units a proper analysis cannot be performed. Taking into account that no other customer complaints have been received concerning this issue for the possible batches we consider that this is an isolated unit. Reviewed the batch manufacturing records of the three possible batches, the products had a normal process and the results during the process fulfilled b. Braun surgical requirements. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.